Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had hematoma on implantable cardioverter-defibrillator (ICD)pocket. Removal surgery was performed on (B)(6) 2016. The ICD pocket was opened and 1000ml of hematoma was drained. Aspirin and phenprocoumon administered.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. A specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.